Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that blood was observed inside the lead during implant. The lead was not implanted. No patient complications have been received as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and there was blood/body fluid on the distal conductor (not obstructed). It was noted that by the analyst that the blood most likely entered through the is-1 pin as no inner insulation breach was observed.